Event description:
On september 1, 2022, a customer emailed (B)(6) and had complaint that he/she had gotten to the place where he/she had all the components but when he/she pressed continue nothing happened, so the customer thought the test content was missing or damaged. Importer comments: it looks like a device's application error, but it could be a use error. To identify this and to confirm the detail product information, we are trying to follow up the initial reporter through the cs center (contactworks) and any further information is received, we will report it.